Event description:
During a follow-up, the device involved in this MDR report was interrogated with the lastest elaview programmer version; this version includes new functions automatically activated when interrogating an alto implantable cardioverter defibrillator (ICD). These functions examine the ICD's present current drain and the evolution of its battery voltage since manufacture. If they indicate a potentially unsafe condition, the programmer automatically displays a warning, which suggests replacing the ICD. The warning message was displayed for the device in question. Therefore the device was explanted.